Manufacturer narrative:
Continuation of d10: product ID wr9230; serial# unknown. Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nursing home hcp said they was doing the weekly charge on the patient. They usually would leave and come back in an hour to check the status. When they came in it was off. They turned it back on to make sure it was at 100%. Recharger system error. Contact clinician for assistance. Service code 1021. Caller turned everything off and back on and it was still doing that. The code came up on the recharging app. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller said, the patient had a fall and went to the emergency room two weeks ago and they did a CT scan. Nurse was going to call the patient's wife to get doctor information.